Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 15 units between the displayed fill estimate and the actual insulin amount in the cartridge. There was no adverse impact to the customer¿s blood glucose level, as it remained within the normal range. The caller experienced this issue on the tandem mobi mobile app, and cts assisted in reloading the same cartridge, which resolved the discrepancy in the displayed amount. Issue was resolved successfully.